Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed

Event description:
It was reported to boston scientific corporation that three speedband superview super 7 devices were used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the first band was successfully deployed; however, the remaining bands would not deploy. Reportedly, the device was then removed from the scope. The same issue occurred with the second and third speedband superview super 7 device. The procedure was completed with the fourth speedband superview super 7 device. Additionally, it was noted that there was no difficulty experienced when setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.